Event description:
A physician reported a pt who was treated on 11/7/97 into the glabella and a depressed scar on the left cheek. Within minutes after the treatment, the physician noted a central area of bruising with surrounding area of blanching at the left cheek treatment site. He was not sure if the blanching was due to vigorous massage. He instructed the pt to apply cool compresses to the area. On 11/10/97, she was seen with mild swelling, erythema and a purplish discoloration at the left cheek treatment site. The erythematous area was 4 x 2.5cm with a papular, bumpy appearance. The pt reported burning, throbbing and aching at the site whiich had not worsended in the past days. The physician did not believe the area was infected; he believed the symptoms possibly represented a vascular event. On 11/10/97, he prescribed oral keflex and topical bacitracin which the pt discontinued due to oilyness. On 11/12/97, the left cheek treatment site was bumpy with the whiteheads and purulent material in an area 1mm long x 1cm wide. There was sloughing apparent with some purplish red coloration which was fading. He believed the symptoms were due to a vascular event.